Event description:
It was reported the lead was fully removed. There was no word on further complications.

Event description:
It was reported that during a device removal, the lead wire broke at the tined portion while they were removing the lead. The lead was able to be removed. The implantable neurostimulator was removed without incident. No patient symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v391797, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).